Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the avnrt procedure, the contact force was not displayed when the catheter was connected to the system. The tactisys system was rebooted and the connecting cables were checked but the issue persisted. The catheter was exchanged and the procedure was completed with no adverse patient health consequences.